Event description:
The patient reportedly hit his head over the implant site. Following this trauma, the patient experienced intermittencies followed by loss of lock between the external equipment and the cochlear implant. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's c1 device is to be scheduled.